Manufacturer narrative:
The lcd assembly was returned for analysis. It was tested and no failures were identified.

Event description:
It was reported that a ventilator had a display issue. The customer reported there was a patient on the device at the time of the event, however, there is no patient or user harm reported. The field service engineer (fse) evaluated the incident and confirmed duplication of the issue in the sales office. The screen repeatedly turned bright, and dim and it was very hard to read the screen display. The fse replaced the lcd, and the issue was resolved. The unit was checked overall, cleaned, run- in and functionally tested.